Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown radial head prosthesis system/lot number. Implant date unknown , not explanted. 510k unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an orthopedic surgeon with the orthopedic institute has informed a sales consultant that he has had two cases where the radial stem from the radial head prosthesis system is loosening over time, even though he believes his surgical technique was followed, and proper stem selection and fit was initially correct. The sales consultant was with the surgeon in both cases, and the procedures were successfully completed with no surgical time delays, no surgical/medical interventions, finished the procedures with the devices, everything was fine, both patient's status/outcomes are good. It was during the one, two, three month's of follow-up appointments with the patients that the surgeon took x-rays on unknown dates and noticed that the stems were loosening overtime (the stem that goes into the canal of the radial bone). This report is 1 of 1 for (B)(4).